Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were unable to clear the alarm. Customer stated they were unable to rewind the insulin pump. Fill cannula was recorded in daily history. Customer blood glucose value at the time of event was 12.6 mmol/l no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was unable to rewind the insulin pump piston. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged pump error 23 on july 30, 2022. Device p-cap / test reservoir locked properly in place. The device powered up properly after battery installation. The pump was received with a rewind anomaly during bolus due to moisture damaged on battery tube assembly and electronic assembly. No unexpected pump error 23 noted during testing. Successfully downloaded history files and traces using thus software. However, pump error 23 confirmed in history file on event date: july 30, 2022 09:54:13.000. Also, batt out limit(6) alarm was found in history file on july 30, 2022 09:55:16.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electric boards, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), scratched case and scratched lcd window. In summary, customer alleged pump error 23 not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.